Event description:
Event description boston scientific received information that during the implant procedure, this right ventricular lead displayed inconsistent impedance measurements of greater than 2500ohms during several repositioning attempts. A new lead was successfully implanted and this lead was returned. To date, there have been no reported patient symptoms associated with this clinical observation.